Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. The indication for filter placement was recent pulmonary emboli and copd (chronic obstructive pulmonary disease). Per the patient profile form (ppf), the patient reports the device is unable to be retrieved; however, no removal attempt has been made. The patient also reports suffering from anxiety, intermittent difficulty breathing, and chronic pain under the lungs on top of the abdomen. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Abdominal pain and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. That filter is still in place, and recent studies confirm the filter now presents more risks than benefits, including an increased risk of forming a blood clot. The extent of the device failure has not been fully documented by patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. The following additional information was received per the patient¿s implant records: the filter was implanted at the infrarenal location due to oxygen dependent chronic obstructive pulmonary disease and recent pulmonary emboli. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eight years and ten months post implantation. The patient reports the device is unable to be retrieved; however, no removal attempt has been made. The filter is in place more than 90 days and is too risky to attempt retrieval as future perforation and fracture are likely. The patient also reports suffering from anxiety, intermittent difficulty breathing, and chronic pain under the lungs on top of the abdomen.